Event description:
It was reported that during a sigmoidectomy the clip came off; jamming, and scissoring occurred. Additional suture was performed to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.